Manufacturer narrative:
(B)(6). The device was not returned and the lot number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
A peritoneal dialysis patient experienced peritonitis. It was not reported if the patient was hospitalized for this event. The cause of peritonitis was unknown. The patient was treated with unspecified injection of anti-inflammatory drug (dose, route, frequency not reported). At the time of this report, the patient has not yet recovered from the peritonitis. Dianeal therapy was discontinued. Additional information is not available.